Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during case start for impella cp support, a ¿placement signal not reliable¿ alarm was observed shortly after initiation of support. The placement signal waveform remained visible on the automated impella controller (aic). Device position was assessed and confirmed to be appropriate using imaging. Neither the console nor the device was replaced, and the device was not removed due to the reported condition. The reported alarm subsequently resolved. The device continued to provide support throughout the event. At the time of this report, the patient remains on impella cp support. No signs or symptoms of patient injury or patient harm were reported in association with this event.